Event description:
Approximately ten days after the successful embolization of a basilar-superior cerebellar artery aneurysm, the pt reported experiencing hallucinations and narrowing of the field of vision. The pt did not have any nerve compression, increased pressure in the eye of ischemia. The physician noted there were multiple high signals around the aneurysm on a magnetic resonance imaging (MRI) scan. The physician believes that the visual disturbances were an inflammatory reaction after the coil embolization. It is unk if the visual disturbances have resolved or if the physician took any action to treat the symptoms. The physician reported to be taking a "wait and see approach".

Manufacturer narrative:
Additional info was received from the user facility. The physician did not experience any issues with the preparation, deployment or detachment of any of the coils and the coils were used in accordance with the appropriate directions for use. The physician did not allege any malfunction or non conformance against the coils used.